Event description:
The manufacturer received information alleging a ventilator was alarming for active exhalation valve failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional valve was replaced as preventive action. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and the software was checked.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for active exhalation valve failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional valve was replaced as preventive action. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and the software was checked. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.